Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the health care provider (hcp) reported that the patient's implantable neurostimulator (ins) was explanted on (B)(6) 2016 and was returned.

Event description:
The health care provider (hcp) and manufacturer representative reported that the hcp implanted a patient recently where the patient's impedance was over 800 during the procedure. Everything looked good, so the hcp left it as is. The troubleshooting performed was that an endoscopy was performed during placement. The manufacturer representative further reported that the patient was scheduled to have a battery replacement with a possible lead adjustment on (B)(6) 2016. The hcp took the patient back to the o.r. Who had high impedance on 1 lead and found that the insert for the screw on the battery itself was loose. The manufacturer representative asked the o.r. To get the battery back to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins #3 grommet had a punch out hole. The grommet was damaged due to the setscrew being backed out too far. All setscrews were able to be tightened down on to a known good extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.